Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station lost all displays multiple times during telemetry monitoring. No patient or user harm was reported. The initial reporter stated the splitters used for the xhibits were strapped together and felt hot to the touch at the time of the telemetry loss. The initial reporter resolved the issue by removing the straps around the splitters to ensure they were not touching and that air could flow between them.